Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of the autolog wash kits, it was reported that the customer noted the centrifuge bowls were damaged and blood had leaked to the instrument and the ground. The devices were replaced to complete the procedure. There was no additional adverse patient effect because of these issues. The customer also stated that the patient's anatomy was not the cause of this problem. Medtronic received additional information that the instrument had not been damaged yet, but it had been in use for more than five years and was operating at full capacity in the department. There was visual, audible, and performance abnormalities noted. During the use of the wash kits, the sound was louder than before. During the cycle, the problem occurred when the first centrifugal bowl was first cleaned. The cleaning kit was replaced after the problem was found. The issue occurred with an unknown fill level, and there was no error message, only the centrifuge bowl was found to be broken. Timely detection of the leak meant that no additional transfusion of allogeneic blood was required. Medtronic received additional information that at present, the instrument is running normally after replacing the consumable.